Event description:
Currently suffering froma herniated disc and spine disease. In order to try and avoid a lumbar fusion, I visited a vax-d center. Doctor assured me he can help decrease my pain and all together avoid a fusion. To my despair, after only 3 sessions starting on july 26th of this year I am now suffering exhuberant pain that is 20 times worse than prior to receiving the vax-d treatment. I am also unable to walk, unable to sit, and unable to work. I am also having difficulty controlling bowel movement. None of the aforementioned symptoms were present prior to receiving the vax-d decompression. The md at the vax-d clinic has been avoiding my phone calls and does not return my messages.